Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found chipping on the housing and a faded label on the rear cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had the image disappear and darken suddenly. The image could not be made brighter. The issue was found at the beginning of a diagnostic laparoscopic gastric bypass. The procedure was performed with minimal delay and patient under anesthesia. Other devices involved are olympus 5 mm 30 degree scope. Procedure was completed with a different olympus 4k camera. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon of ¿no image¿ was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.